Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. Customer reported that they did not heard beeps when audio volume settings were saved and did not heard the differences between the two audio beep volumes 1 and 5. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4).